Event description:
It was reported that the patient presented to the hospital with alert tones from the device. The right ventricular (rv) lead alerted for high pacing impedance and had oversensing of noise with sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The pace/sense portion of the lead was capped and a new pacing lead was implanted. The high voltage coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.